Event description:
The hcp reported that at the end of the tuna procedure, the needles failed to retract into the cartridge. The cartridge was removed from the pt with the needles fully extended. No adverse affects to the pt were reported and no treatment interventions were required.